Event description:
Consumer reports having low blood sugar and going unconscious. Paramedics were called to revive the consumer and they regained consciousness. Believes the meter is partly responsible for this incident. When comparing the plink readings to the consumer's dr's, the reading reported would fall into the a zone of the ce grid, within acceptable limits.